Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the catheter was "flattened" inside the packaging, but that the packaging was not damaged. No patient complications reported as a result of this event.